Event description:
It was reported the PICC line kinked in the patients arm preventing the nurse from being able to flush or draw from the line. They took an x-ray to see what was going on and noticed the kink. The nurse pulled the PICC back 1 cm and pulled the "kink" out and it was then able to draw and flush easily.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed; however, the exact cause is unknown. One radiographic image of what appears to be a patient¿s arm was returned for evaluation. An initial visual observation of the image showed what appears to be a catheter within the patient¿s arm extending into the upper chest. The catheter appeared to be bent/curved, double-backing over itself twice near its proximal end. While it can be seen from the returned image the catheter is bent/curved, the cause of these bends/curves in the catheter is unknown. Possible contributing factors of a bent/kinked catheter include catheter placement, positioning, securement, maintenance, and insertion techniques as well as patient anatomy. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reeq2428 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeq2428 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the PICC line kinked in the patients arm preventing the nurse from being able to flush or draw from the line. They took an x-ray to see what was going on and noticed the kink. The nurse pulled the PICC back 1 cm and pulled the "kink" out and it was then able to draw and flush easily.